Event description:
Reporter indicated that the patient was experiencing an increase in seizure activity, and that the patient's device was registering high impedance. The patient was referred for surgery. The patient had a complete system replacement, which resolved the high impedance. All attempts to have the explanted products returned for analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected.